Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an unexpected refractive outcome post aberrometer assisted cataract procedure. Reporter indicated the aberrometer suggested a toric intraocular lens (iol) that was underpowered by one diopter. Iol was reported as exchanged. There are two related reports for this patient. This report addresses the reported aberrometer issue, and another manufacturer report was filed for the iol exchange.

Manufacturer narrative:
The patient¿s pre-operative aberrometer measurements were listed as having an axis at 165 degrees. The surgeon opted for his pre-operative plan, which called to implant the lens at 90 degrees. This resulted in an overcorrection which flipped the axis, to leave the patient with a post-operative axis of 150 degrees. An intraocular lens (iol) exchange was performed at two weeks post original procedure. The root cause of the reported event can be attributed to the customer opting to use of their own pre-operative measurements and surgical plan during the surgery. No issues were found with the aberrometer. (B)(4).